Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the device became lodged in the left anterior descending artery and remained in the stent grill. The device was cut into two portions and one was left in the vessel. A new stent was placed and the pressure wire was sealed in the stent. There were no adverse patient consequences.

Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the radiopaque tip and distal corewire had been fractured. The distal tip coil and distal section of the corewire were not returned, which is consistent with the event description. There was visual evidence of the tip coil proximal weld joint. The guidewire had been bent and kinked at multiple locations. Information from the field revealed that the guidewire had been cut, which is consistent with the device condition. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the event of ¿the device became stuck¿ could not be conclusively determined. The cause of the corewire and distal tip coil fracture is consistent with damage during use.